Manufacturer narrative:
The coupler device was not returned for eval. A review of the device history record was not possible since the lot number was unavailable.

Event description:
Same case as MFR report number: 218360-2011-00021. Pt received an ankle free-flap reconstruction performed by fellow at (B)(6) hospital. Afterwards, pt's flap began to fail and pt was returned to operating room in order for the initial reconstruction to be redone. A 2.0mm flow coupler was placed on the vein and produced good doppler signal. Good arterial blood flow was noted. Prior to flap closure, signal began to diminish. Upon rechecking the vein, the fellow physician noted blood backing up at the inflow of the flow coupler. The flow coupler wire was upright and not kinking the vessel. The 2.0mm flow coupler was removed and vein was redone using a 2.5mm coupler. Following this anastomosis, the fellow physician noted the same blood flow issue at the inflow of the coupler. The coupler was removed and vein was redone with a second 2.5 coupler by overseeing physician. The blood flow issue was again noted, however, the overseeing physician focused on the artery and redid the arterial anastomosis by hand-sewing. Afterwards, the vein appeared fine with good blood flow. The 2.5mm coupler was left in place and the flap was closed. Pt is reported to be ok.